Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21/-31, with 510k/PMA/bla number k170317.

Event description:
The customer reported false positive alinity I total b-hcg results generated on the alinity I processing module for one patient sample. The following data was provided (customer¿s reference range for b-hcg: </ = 5.0 miu/ml is negative): initial b-hcg result = 241.7 miu/ml repeat b-hcg result = 189.47 miu/ml. Second repeat b-hcg result = < 2.3 miu/ml. There was no impact to patient management reported.